Event description:
Pt had toxic shock syndrome. Urine and vaginal cultures positive for staph aureus. Fever, aches, rash, hypotensive. Pt developed pleural effusions, lung infiltrate and edema in hosp.